Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the subject pacemaker was implanted as a replacement of a previous one (unknown lead models implanted). On (B)(6) 2016, during the first interrogation, a warning was displayed relative to right ventricular lead impedance < 200 ohms. On (B)(6) 2016, a re-intervention was performed, and the electrical measurements of both the lead and the pacemaker were found within specifications, therefore the devices were not replaced. During the follow-up conducted before the patient was discharged from the hospital, the same warnings appeared again; as a result, the pacemaker and the rv lead were explanted and replaced on (B)(6) 2016.